Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was unable to tighten the open spine clamp onto the spinous process as the screw was stripped. A second instrument tray was opened and used to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device lot number, or serial number, not available at time of this report.device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time.RMA issued. Replacement spine clamp shipped to site 09/09/2013. No parts have been returned to manufacturer for evaluation.